Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) was completed. The reported problem (pulse test failure) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a svc code 102 (charge profile fault). The cause for the failure was isolated to a defective c19 high-voltage capacitor produced the service code and a below-spec pulse energy. The root cause for the defective c19 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll dist returned monitor sn (B)(4) and reported that the monitor failed a pulse test.